Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the tip of the synchroseal melted, making it impossible to continue using it. The instrument was not working. There was no damage to the patient. The system identified the problem and automatically disabled the use of the instrument. The procedure continued with a spare instrument of another type. The procedure was completed with no reported injury. The procedure was delayed less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A review of the provided images was performed by an isi failure analysis engineer and showed damage to the cut electrode, however, it was unclear if the damage was thermal or a case of user mishandling. Isi will need to look at the instrument to inspect the electrode and surrounding surfaces to confirm if it is thermal. Additionally, the jaw cover appeared to be torn. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed. This issue can be resolved by using an alternate instrument to complete the procedure. No specific risk assessment can be performed for the alleged event based on the information provided. No patient injury or harm was reported. The associated product was not returned, and insufficient details were provided to assess the failure mode.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and found to have thermal damage to the electrode overmold. The instrument was found to have thermal damage on the electrode causing it to become stuck to the blue spring pad on the opposite side of the jaw. The electrode was detached from its normal position. The instrument was unable to be tested for energy delivery due to the thermal damage and missing the electrode. The instrument was not functional. Additionally, the jaw cover was found to have tearing. Tears measure from .181¿ to .276¿ in length. There are signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis. The probable root cause of thermal damage on the electrode is attributed to component susceptibility to damage. The probable root cause of jaw cover tearing is attributed partially or wholly to the user of the device including sample handling. The probable root cause is attributed to damage during use. These issues can be resolved by using an alternate instrument to complete the procedure.